Event description:
The user reported that during use for a cardiopulmonary bypass procedure, the roller pump momentarily stopped unexpectedly. The computer activity logs for the pump were returned to the MFR for eval. There was no adverse consequence to a pt as a result of this event.

Manufacturer narrative:
Evaluation anticipated, but not yet begun.